Manufacturer narrative:
B3. Reported event date is the date the article was first published online. Serious adverse event not resulting in death that were reported in the article will be reported separately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Roy, j. M., musmar, b., koduri, s., baldari, a., sokol, z., amaravadi, c., karadimas, s., kozak, o., mackenzie, l., schmidt, r. F., ghosh, r., tjoumakaris, s. I., gooch, m. R., zarzour, h., rosenwasser, r. H., & jabbour, p. M. (2026). Flow diversion in patients with concurrent anticoagulation: multicenter experience and systematic review of literature. Operative neurosurgery (hagerstown, md.), 30(2), 242¿249. Https://doi.org/10.1227/ons.0000000000001660 medtronic review of the literature article found a retrospective multi-center study of patient on concurrent oral anticoagulation before flow diverter treatment of intracranial aneurysms between january 2018 and january 2024. A total of 19 patients underwent flow diverter treatment of 20 aneurysms while on anticoagulants. Multiple manufacturers' devices were used; 9 patients in the study group were treated with pipeline embolization devices, both pipeline flex and pipeline flex with shield were used. No devices malfunction was reported in the article. - a 72-year-old female patient had a pipeline flex implanted to treat a right cavernous internal carotid artery (ica) unruptured saccular aneurysm that measured 5.2 x 11.3 x 11.1mm. Three years after flow diverter treatment, the patient developed tandem occlusion of the left ica and underwent mechanical thrombectomy. Despite successful recanalization, the patient's condition worsened resulting in development of respiratory failure during the patient's hospitalization. The patient was transitioned to comfort care and ultimately had an outcome of mortality.